Event description:
Boston scientific received information that this patient received inappropriate anti-tachycardia pacing (atp) and shocks due to supraventricular tachycardia (svt) which exhausted the therapy. The patient reported not feeling well. The device was reprogrammed to alleviate. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.